Manufacturer narrative:
Supplemental report.

Event description:
The manufacturers field service engineer confirmed the no dc power condition. The manufacturers field service engineer evaluated the device and replaced the backup battery to address the reported problem.

Event description:
The international customer reported the ventilator cannot work on battery power but ac power is available for the unit. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. Completion of evaluation and repair is pending.

Manufacturer narrative:
Completion of evaluation & repair pending.